Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server interface wrong meds order shows. The customer stated that the malfunction was prn reasons sent over with epic orders do not display on the pyxis for nursing. It results in nursing pulling a medication under the wrong order when there are 2 orders for the same medication, but with different doses and prn reasons. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the epic orders not displayed. A technical support specialist set up the interface table to concatenate the prn reason at the beginning of the administration instructions field. However, character limitations caused complications. The customer decided to work with epic to introduce line breaks into the administration instructions field to better accommodate the data. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server interface wrong meds order shows. The customer stated that the malfunction was prn reasons sent over with epic orders do not display on the pyxis for nursing. It results in nursing pulling a medication under the wrong order when there are 2 orders for the same medication, but with different doses and prn reasons. There were no adverse events or injuries reported based on this event.